Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system on (B)(6) 2011. It was reported that the patient had some weakness in the left leg and returned to surgery. There was no problem found and the weakness resolved in the recovery room. But, currently there was no coverage for the right upper extremity and the physician sent the patient for a CT scan to resolve the issue. It was concluded that the issue was not product related and the symptoms have been completely resolved and the lead remains implanted. No other patient complications were reported.